Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device displayed a "defib fault 72" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, device displayed "pacer fault 116", "pacer disabled", "defib disabled" on power up.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the reported malfunction was attributed to a system interconnection flex cable that was not properly seated. The cable was replaced to correct the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.